Event description:
New information received notes programming changes were made to the atrial amplitude. The patient subsequently underwent a right atrial (ra) lead revision on (B)(6)2023 during which the ra lead was successfully repositioned. The patient was stable before, during, and after surgery.

Event description:
It was reported that capture thresholds had risen steadily since implant on the right atrial (ra) lead. A ra lead revision was planned though a date was not confirmed. No other allegations were made. The patient was stable.